Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 352 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was stuck against the adhesive of the infusion site (abdomen), causing the cannula to dislodge. It was also reported that the cannula was bent and the pod was leaking insulin.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The cannula measured the correct length, and no damages were observed on the soft cannula. The fluid path and needle mechanism were observed to be free of damages and defects that would result in the exposed portion of the soft cannula becoming dislodged from the infusion site. The exact cause of the reported dislodging could not be determined. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. Inspection of the device found no evidence of the pod leaking during wear. A leak test was performed on the device and no leaks were observed. No problem was found. During investigation, the formed needle was observed to be dull. The formed needle was observed to be inadequate. This inadequacy did not contribute to the reported events.